Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of corneal burn, surgery prolonged, wound leak, sutures and corneal astigmatism; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A photo was reviewed by the investigation site. The photo shows an ozil handpiece and a phaco tip. The reported event cannot be confirmed on the photo attached. A sample was not received at the manufacturing site and no lot information was provided; therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A biomedical engineer reported the handpiece overheated during a cataract extraction with intraocular lens implant procedure. The patient experienced a corneal burn. The surgeon had difficulty in completing the case. No system messages were displayed. The case was extended by an hour and a half. The procedure was completed using an alternate handpiece. Additional information has been received indicating the patient experienced a wound leak at the burn site. Three sutures were needed to close the wound. The patient has developed corneal astigmatism.